Event description:
It was reported that the device exhibited high, out of range high voltage lead impedance values. The impedance values the stabilized and were in-range. The device remains implanted. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.